Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to a broken center pilot link. He replaced the center pilot link to repair the bed.